Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was gastrointestinal hemorrhage. The caller stated that the customer was having problems with blood glucose control as she was malnourished since she could not eat, and also had congested lungs. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the doctor several months before the customer passed, as their blood glucose could not be controlled. The customer was not using sensors. The caller declined to return the insulin pump for analysis.